Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was tender and sore around the implant site. The patient stated that the battery site was painful and tender to touch. They also mentioned that the battery felt larger. The patient has gained and lost weight since being implanted, but nothing abnormal. It was also mentioned that the patient fell backwards on their arms last sunday. The patient was to have the system assessed and determine the cause of the systems. No further complications were reported as a result of this event.